Event description:
Caller alleged discrepant results with inratio meter versus lab. At 6am, lab did a draw on pt and got 10.3 inr. The next day, home health nurse got a 1.3 on meter, then next morning after lab got 7.1 on the lab. Pt's coumadin was held.

Manufacturer narrative:
Investigation is pending.